Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's navigation system camera did not track the instrument properly and the navigation is lost. No further details regarding the intermittent behavior, or when it occurred, were provided. There was no patient present when this issue was identified.